Event description:
The customer contacted stryker to report that their device kept rebooting unexpectedly. Upon inspection, stryker observed that the main keypad was unresponsive. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the issue reported by the customer. However, the stryker service representative observed that the device's main keypad was unresponsive. The device's system pcb assembly was replaced to resolve the observed issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker further evaluated the defective system pcb assembly. Pac was unable to determine a root cause component. During troubleshooting the system pcb assembly started to work again and did not fail after.